Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4 & section h4: device details were not received for the second device.

Event description:
A healthcare facility in netherlands reported that the tubing of two ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.